Manufacturer narrative:
(B)(4). Insulin pump alarmed unexpected restart alarm after battery change and resets time, date to factory default due to voltage leak at interface board.

Event description:
Customer reported via phone call that the insulin pump had pump alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm also able to complete rewind. Customer states the insulin pump was not stored or not in use for an extended period of time. Customer states the alarm occurred shortly after inserting a new battery. The device will not be return for analysis.